Event description:
Chemotherapy drip started via IV pump. Patient noticed that the IV line was dripping fluid outside the tubing. Nurse observed small drips from IV chamber at the chemotherapy line. Chemo stopped and drips cleaned per chemo spill policy. Pharmacist checked line as well. No spills found on patient, staff or anywhere but the original site.